Manufacturer narrative:
The returned device was evaluated, and the user's request of the "connector in lower part of the high-definition camera head disconnected" was confirmed, as the camera head side boot cover was found detached. Additionally, the device evaluation identified there was flooding of the cable, image pickup unit, the main body lens, corrosion on the scope mount and a cracked connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure; liquid entering the inside of the camera head from the stress boot, which was detached. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/damage to the device, the instructions for use provides the following: - handling and general precautions (caution), do not subject the camera head to impact. The device may be damaged. - endoscope image disappearance and freezing (warning), please strictly observe the following items. The endoscopic image may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this device with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the device due to water leakage. Do not strike or drop this device. Water leakage may damage the electrical circuits inside the device. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Event description:
The customer reported that the connector in lower part of the high-definition camera head disconnected. The reported malfunction was found during a therapeutic transurethral resection (tur) procedure, and the procedure was completed using a similar device. There were no reports of patient harm.